Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to diabetic ketoacidosis (dka) after losing the omnipod personal diabetes manager (pdm). No further information was provided on the type of treatment given.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.